Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient¿s clinic that there were no product issues and that the reported symptoms are not related to product performance issue. Of note, no interventions performed or planned and no further patient complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have had "a lot of stressful events recently". The patient further reported that they have been "pacing a lot more rapid than usual". The patient stated that they have a blood pressure (bp) of "140/126 and pulse rate was 100". The next day they noted that their "systolic was 121 diastolic was 100". The patient believes they were having a "panic attack" and noticed shortness of breath. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.